Event description:
Skin was burned where 3 of the cells were / her whole skin was burned / has 3 burns [thermal burn] , one of the burns, the skin is completely off and it is really painful [skin exfoliation] , one is completely open skin [wound] , she used one last night and woke up [wrong technique in device usage process] , skin was red [erythema] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to use thermacare heatwrap (thermacare heatwrap), device lot number q01097, expiration date jul2019, from an unspecified date to an unspecified date at an unknown frequency for pain. Medical history was none. The patient's concomitant medications were not reported. Past product history included thermacare heatwrap, last month or the month before (2017). The patient reported she used one last night and woke up and her whole skin was burned on (B)(6) 2017. She had 3 burns. She reported it was not even everywhere the wrap was. It had the cells inside it; she was only burned where 3 of them were. One of them, the skin was off and it was really painful. It was on her lower abdominal area. It was really hurting a lot. She also reported it wraps all around you. She just wrapped it around like she usually did on her lower abdomen. It looked like more than 3 burns, but they were not as painful. One was completely open skin. Her whole skin was red, she had to get something for it. The action taken with thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the events was not resolved. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn,one is completely open skin, one of the burns, the skin is completely off and it is really painful, she used one last night and woke up" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn, one is completely open skin, one of the burns, the skin is completely off and it is really painful, she used one last night and woke up" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The evaluation of the consumer returned sample did not provide any additional information to aid in determining a root cause of the adverse event.

Event description:
Event verbatim [preferred term] one of the burns, the skin is completely off and it is really painful [skin exfoliation], skin was burned where 3 of the cells were / her whole skin was burned / has 3 burns [thermal burn], one is completely open skin [wound], she used one last night and woke up [device use error], I have a permanent scar that will never go away [scar]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) african female patient started to use thermacare heatwrap (thermacare lower back and hip) (device lot number: q01097, expiration date: jul2019) from (B)(6) 2017 once daily for pain. Medical history was none. The patient's concomitant medications were none. Past product history included thermacare heatwrap, last month or the month before (2017). The patient reported she used one last night and woke up and her whole skin was burned on (B)(6) 2017. She had 3 burns. She reported it was not even everywhere the wrap was. It had the cells inside it; she was only burned where 3 of them were. One of them, the skin was off and it was really painful. It was on her lower abdominal area. It was really hurting a lot. She also reported it wraps all around you. She just wrapped it around like she usually did on her lower abdomen. It looked like more than 3 burns, but they were not as painful. One was completely open skin. Her whole skin was red, she had to get something for it. The patient was hospitalized for "one of the burns, the skin is completely off and it is really painful". She had a permanent scare that would never go away. She asked did she need to get lawyer. She didn't like the scare. Action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2017. No treatment was received for all events except scare. The outcome of one is completely open skin and she used one last night and woke up was resolved. The outcome of scare was unknown. The outcome of other events was not resolved. As of 07jun2017, the product quality complaint (pqc) group investigation results stated that the root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The evaluation of the consumer returned sample did not provide any additional information to aid in determining a root cause of the adverse event. Additional information has been requested and will be provided as it becomes available. Amendment: this follow-up report is being submitted to amend previously reported information: updated event of wrong technique in device usage process to device use error. Additional information received on 07jun2017 from the pqc group includes: product trade name and investigation summary results. Follow-up (24jul2017): new information received from a contactable consumer included: suspect product data (start date, stop date, frequency), deny of concomitant medications and treatment received, new event (scare), hospitalization information, and updated events outcome. Company clinical evaluation comment: based on the information provided, the events of "burn, one is completely open skin, one of the burns, the skin is completely off and it is really painful, she used one last night and woke up" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "burn, one is completely open skin, one of the burns, the skin is completely off and it is really painful, she used one last night and woke up" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. Thee event scar is non-serious. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The evaluation of the consumer returned sample did not provide any additional information to aid in determining a root cause of the adverse event.

Event description:
One of the burns, the skin is completely off and it is really painful [skin exfoliation] , skin was burned where 3 of the cells were / her whole skin was burned / has 3 burns [thermal burn] , one is completely open skin [wound] , she used one last night and woke up [device use error] , I have a permanent scar that will never go away [scar] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to use thermacare heatwrap (thermacare lower back and hip) (device lot number: q01097, expiration date: jul2019) from (B)(6) 2017 once daily for pain. Medical history was none. The patient's concomitant medications were none. Past product history included thermacare heatwrap, last month or the month before (2017). The patient reported she used one last night and woke up and her whole skin was burned on (B)(6) 2017. She had 3 burns. She reported it was not even everywhere the wrap was. It had the cells inside it; she was only burned where 3 of them were. One of them, the skin was off and it was really painful. It was on her lower abdominal area. It was really hurting a lot. She also reported it wraps all around you. She just wrapped it around like she usually did on her lower abdomen. It looked like more than 3 burns, but they were not as painful. One was completely open skin. Her whole skin was red, she had to get something for it. The patient was hospitalized for "one of the burns, the skin is completely off and it is really painful". She had a permanent scar that would never go away. She asked did she need to get lawyer. She didn't like the scar. Action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2017. No treatment was received for all events except scar. The outcome of one is completely open skin and she used one last night and woke up was resolved. The outcome of scar was unknown. The outcome of other events was not resolved. As of 07jun2017, the product quality complaint (pqc) group investigation results stated that the root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The evaluation of the consumer returned sample did not provide any additional information to aid in determining a root cause of the adverse event. Additional information has been requested and will be provided as it becomes available. Amendment: this follow-up report is being submitted to amend previously reported information: updated event of wrong technique in device usage process to device use error. Additional information received on 07jun2017 from the pqc group includes: product trade name and investigation summary results. Follow-up (24jul2017): new information received from a contactable consumer included: suspect product data (start date, stop date, frequency), deny of concomitant medications and treatment received, new event (scare), hospitalization information, and updated events outcome. Amendment: this follow-up report is being submitted to amend previously reported information: correction of suspect product trade name and event treatment.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The evaluation of the consumer returned sample did not provide any additional information to aid in determining a root cause of the adverse event.

Event description:
Event verbatim [preferred term] skin was burned where 3 of the cells were / her whole skin was burned / has 3 burns [thermal burn], one of the burns, the skin is completely off and it is really painful [skin exfoliation], one is completely open skin [wound], she used one last night and woke up [device use error]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) african female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: q01097, expiration date: jul2019) from an unspecified date at an unknown frequency for pain. Medical history was none. The patient's concomitant medications were not reported. Past product history included thermacare heatwrap, last month or the month before (2017). The patient reported she used one last night and woke up and her whole skin was burned on (B)(6) 2017. She had 3 burns. She reported it was not even everywhere the wrap was. It had the cells inside it; she was only burned where 3 of them were. One of them, the skin was off and it was really painful. It was on her lower abdominal area. It was really hurting a lot. She also reported it wraps all around you. She just wrapped it around like she usually did on her lower abdomen. It looked like more than 3 burns, but they were not as painful. One was completely open skin. Her whole skin was red, she had to get something for it. Action taken with thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the events was not resolved. As of (B)(6) 2017, the product quality complaint (pqc) group investigation results stated that the root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The evaluation of the consumer returned sample did not provide any additional information to aid in determining a root cause of the adverse event. Additional information has been requested and will be provided as it becomes available. Amendment: this follow-up report is being submitted to amend previously reported information: updated event of wrong technique in device usage process to device use error. Additional information received on 07jun2017 from the pqc group includes: product trade name and investigation summary results. Company clinical evaluation comment: based on the information provided, the events of "burn,one is completely open skin, one of the burns, the skin is completely off and it is really painful, she used one last night and woke up" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "burn, one is completely open skin, one of the burns, the skin is completely off and it is really painful, she used one last night and woke up" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.